Event description:
It was reported that after completion of a da vinci cholecystectomy procedure, the patient was found to have possibly sustained a possible common bile duct injury. The patient was transferred to another hospital for an unspecified reason. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter who was present during the surgical procedure and obtained additional information regarding the reported event. The initial reporter stated that there were no reports that a malfunction of the da vinci system, an instrument, or an accessory occurred during the da vinci surgical procedure. He also indicated that there were no intra-operative complications and the surgical procedure was completed. He was unable to provide additional details regarding the patient's post-operative complication or current status.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication(s) experienced by the patient. There was no report that a malfunction of the da vinci surgical system occurred during the surgical procedure. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2015. No related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's reported injury. This complaint is being reported due to the following conclusion: according to the initial reporter, the patient was found to have possibly sustained a suspected common bile duct injury after undergoing a da vinci cholecystectomy procedure. However, at this time, the cause of the patient injury is unknown.